Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer delivered a bolus and the insulin gauge began to decrease as intended. Blood glucose level was in the 400 mg/dl range.